Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported bubbles in the infusion line during a vitrectomy procedure. The procedure was completed using the same system and infusion line. There was no pt harm. No additional info is expected for this case.